Event description:
On (B)(6) 2012, customer reported that approximately 5 ml of clear fluid dripped from underneath the dxh 800 instrument. The leak was not contained within the instrument. Customer stated that the leak was near the mix chambers. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the probe rinse assay leaking. Fse noted that there was no vacuum present in the tubing at valve 341. Fse replaced valve 341 and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).